Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Caval thrombosis, depression, anxiety, stress and mental anguish. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported depression, anxiety, stress and mental anguish are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the {vein listed in the pps} due to prior deep vein thrombosis (dvt); gastric bypass surgery. Patient is alleging caval thrombosis. Patient alleges successful retrieval on (B)(6) 2016. Patient notes and further alleges" I also experience anxiety, mental anguish, and stress about the status of my filter and any related injuries". Additionally patient notes "depression and anxiety - do not recall date of onset". Per the inferior vena cava (ivc) filter placement report dated (B)(6) 2012: "a cook celect filter was ten taken and deployed appropriately over the body of l3 below the body of l2. It was seen to be in good position". Per the ivc filter removal report dated (B)(6) 2016: "impression: successful removal of infrarenal ivc filter via jugular approach. Minimal 5mm adherent chronic thrombus along the right lateral wall of the ivc". "This is likely chronic given its adherence to the wall and location in the site of a previous filter struts/leg. This is not free floating/loose thrombus".

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.